Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was confirmed. A review of the lot history record identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced was filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices using the pre-close technique via a 7f sheath prior to a thoracic endovascular aortic repair (tevar) interventional procedure. Reportedly, a link break was noted with one device. Another device was attempted but it had a cuff miss. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 12f and the tevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.